Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
Customer reported leakage at the silicone segment. The pump was alarming for air in line and upon examination by the nurse there appeared to be a hole in the "elastic portion of the line". No patient harm or medical intervention occurred. No further patient/event information was reported.